Event description:
The customer reported that the device did not alarm for a desaturation event, "the baby fell to 32 saturation and the monitor did not ring".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.